Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm was unable to deliver the drug solution. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution does not come out upon priming; the user fails to do priming at the rate of about 20%.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm was unable to deliver the drug solution. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the drug solution does not come out upon priming; the user fails to do priming at the rate of about 20%.